Event description:
It was reported that this pacemaker was found to be in safety mode. A date for device replacement was being scheduled for this patient. No adverse patient effects were reported. This pacemaker remains in service at this time.

Event description:
It was reported that this pacemaker was found to be in safety mode. A date for device replacement was being scheduled for this patient. No adverse patient effects were reported. This pacemaker remains in service at this time. Additional information was received indicating that this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.